Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs found multiple cable lead fault messages. It is important to note that the lead fault messages seen in the log are user advisories indicating invalid impedance between the electrodes and the patient's skin. There is no evidence to suggest a device malfunction. The event electrodes used at the time of the reported event were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.